Manufacturer narrative:
Due to fixation device breaking during surgery, it was determined that this event is reportable. Device currently undergoing evaluation.

Event description:
Fixation device broke during surgery. There were no patient injuries and surgery was successfully completed.